Event description:
It was reported via repair work order that he patient right toprail was broken at the spindle mounting flange, not allowing the patient right siderail to latch into the upright position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.